Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the glucagon and emergency medical service/emergency room visit were coded for the hypoglycemia.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer states that they did not hear the low alerts. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.